Event description:
A us distributor contacted zoll to report that the patient developed an open wound under the lifevest. Patient described the area as open sores with a rash. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. Patient reported that the irritation is getting better. There is no indication of a reportable serious injury per sop 90e0012-a99 severity matrix and reportability.

Manufacturer narrative:
Not applicable.